Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged trunk cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt¿s trunk cable was pulled from the distribution node (dn). This prevented the electrode belt from communicating with the monitor. The root cause of the pulled trunk cable cannot be positively identified but was likely the result of strain relief from excessive force. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.